Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and was suspected to be prematurely depleting. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.